Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-apr-04. It was reported that a specific problem with the catheter was not identified. The explanted portion of the catheter was discarded and the physician felt that the affected portion was that which was still implanted. It was not yet known if the lack of therapy resolved after the catheter replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 20 mg/ml dilaudid at 6.84 mg/day and 16 mg/ml bupivacaine at 5.207 mg/day via an implantable pump for spinal pain. It was reported that the nurse was refilling the pump on (B)(6) 2019. The expected residual volume was 9 ml and the actual residual volume was 16 ml. Additionally, they were able to refill 29 ml of drug, but it would stop at that point was they were unable to get the full 40 ml into the reservoir. The procedure was noted to be unremarkable and there had been no refill issues in the past. The patient had not had any hyperbaric exposure. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
Sections b1 and b2 have been updated. Section d refers to the main device. Other relevant components include: product ID 8709 lot# j10844r58 implanted: (B)(6) 2001, explanted {partial}: (B)(6) 2019. Product type catheter. Ubd: unknown, UDI#: (B)(4). Section h1 has been updated. H6: patient code c76143 is no longer applicable for this event. Code method 4117 applies to the pump and code method 4114 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2019-mar-29. It was reported that a catheter event had occurred. It was reported there was an issue with the catheter so the catheter was replaced on (B)(6) 2019. The existing catheter was partially removed and a new catheter was implanted and connected to the existing pump. The patient had not been getting good therapy since early 2019, which led them to investigate the catheter. The catheter replacement went well with no complications.